Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that one bag of (10) syringe 0.5ml 29ga 1/2in 10bag 500 pl/wg had an expired expiration date before use. The following was reported by the initial reporter: "it was reported that bag is expired and damaged. Verbatim: consumer reported just purchase a bag that is expired. The bag is damaged looking too".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-23. H6: investigation summary customer returned one (1) unused 29gx12.7mm, 0.5ml insulin syringe polybag from lot 5349771. Consumer reported just purchase a bag that is expired, and the bag is damaged looking too. The returned polybag was examined, and it was observed that the returned samples were not expired, and the polybag was not damaged. Samples from lot 5349771 were manufactured in january 2016 with a 5 year shelf life, therefore, the samples would expire in january 2021. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 5349771 . All inspections and challenges were performed per the applicable operations qc specifications. There were one (1) notification [(B)(6)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that one bag of (10) syringe 0.5ml 29ga 1/2in 10bag 500 pl/wg had an expired expiration date before use. The following was reported by the initial reporter: "it was reported that bag is expired and damaged. Verbatim: consumer reported just purchase a bag that is expired. The bag is damaged looking too".